Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving the patient line is blocked message on the cycler. The patient confirmed the line was straight and there was no obstruction. The patient subsequently cancelled the treatment as he was unable to bypass the message. The patient stated he was not able to provide the product information. The patient stated he had been hospitalized for a few days and the staff had cleaned his cycler. The serial number, software version, and the pd support phone number were erased during this cleaning process. The cycler was replaced. Upon follow up with the patient's clinic, it was stated that there was no information regarding this hospitalization.

Event description:
A peritoneal dialysis patient reported receiving the patient line is blocked message on the cycler. The patient confirmed the line was straight and there was no obstruction. The patient subsequently cancelled the treatment as he was unable to bypass the message. The patient stated he was not able to provide the product information. The patient stated he had been hospitalized for a few days and the staff had cleaned his cycler. The serial number, software version, and the support phone number were erased during this cleaning process. The cycler was replaced. Upon follow up with the patient's clinic, it was stated that there was no information regarding this hospitalization.

Manufacturer narrative:
The file has been assessed for the necessity of performing a clinical investigation. On (B)(6) 2018, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) therapy made a service call reporting a ¿pl-patient line is blocked¿ message during fill 1 on the liberty cycler. The pt. Stated he was unable to clear the pl message, so he cancelled the ccpd treatment. It is unknown if the pt. Completed pd treatment via manual exchanges. However, there have been no reported adverse events experienced by the pt. As a result of the pl message during ccpd treatment on (B)(6) 2017 and therefore a clinical investigation is not warranted at this time. Additionally, during the service call the pt. Also mentioned he was hospitalized for a few days (dates unknown). Details of hospitalization course as well as reason for hospitalization are unknown at the time of this clinical review. The pt¿s pd nurse reported (during a follow up call on 15/mar/2018), there is no record of the pt. Being hospitalized for the prior two months. Furthermore, the pd nurse stated the pt. Did not reported any treatment issues during his pd clinic visit one week prior. Based on the available information, there have been no reported allegations or documentation that indicates the liberty cycler caused or contributed to the pt¿s hospitalization. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A fifteen minute self-test/treatment simulated treatment was performed and completed without any failures or problems. A DHR review found no related issues.

Event description:
A peritoneal dialysis patient reported receiving the patient line is blocked message on the cycler. The patient confirmed the line was straight and there was no obstruction. The patient subsequently cancelled the treatment as he was unable to bypass the message. The patient stated he was not able to provide the product information. The patient stated he had been hospitalized for a few days and the staff had cleaned his cycler. The serial number, software version, and the support phone number were erased during this cleaning process. The cycler was replaced. Upon follow up with the patient's clinic, it was stated that there was no information regarding this hospitalization.